Manufacturer narrative:
The device has been requested to be returned for evaluation; however, it has not yet been received. E1: telephone: (B)(6).

Event description:
The incident involved a 230 cm (91") appx 11.2 ml, 20 drop 15 micron filter primary set w/2 bcv-clave®, luer lock. The reporter stated that medication that is injected through an injection port (port furthest from the patient, other port syringe pump with ultiva) does not run to the patient but to the infusion bag. The drug used was propofol, which fortunately is colored white so that it was noticed. There is patient involvement and unknown patient harm noted.

Manufacturer narrative:
A series of photos were shared by customer, where 2 baxter plasmalyte 1000 ml bag are observed, there it's not possible to see if the clamp its already disactivated or not, no fluid going through the drip chamber its observed. Two (2) used samples list #011-h3491 were received for evaluation. Additionally two (2) used baxter plasmalyte 1000 ml intravenous, one (1) used infusion set and one (1) used ibuprofen 100 ml bottle were returned for evaluation. The sets were tested as per procedure and flow was observed as normal. The back flow resistances of the check valves were tested as per customer drawing specification and no issues, backflow or anomalies were observed. Complaint of backflow was not able to confirmed or replicated. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Device returned to manufacturer 5-oct-2023.